Event description:
New information received indicates that post-sensed t-wave oversensing (pstwos) reoccurred on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos) and post-paced t-wave oversensing (pptwos). Programming changes were discussed, no changes or interventions were reported, and the device would continue to be monitored. The patient's condition remained stable.